Event description:
On (B)(6) 2021, intuitive surgical inc. (Isi) became aware of a gynecologic oncology reports article titled, ¿inflammatory reaction to bioglue¿ masquerading as recurrence in patients with endometrial cancer: a report of two cases¿ (fife, a., khouri, o. R., et al., 2021). Within the clinical journal article, an injury was cited in which a 54 year-old patient underwent a robotic-assisted staging procedure for biopsy-proven endometrial cancer. The case was complicated by injury to the inferior vena cava (ivc) during the para-aortic lymph node dissection. Hemostasis was achieved with pressure and use of a ray-tec gauze, followed by 5¿0 prolene suture in an interrupted figure-eight fashion. Bioglue¿ surgical adhesive was applied over the primary repair to ensure hemostasis. The final pathology was consistent with stage ib, figo grade 1 endometrioid endometrial adenocarcinoma with lymphovascular invasion, and the patient received adjuvant radiation therapy. It was cited in the article that there was demonstrated post-operative inflammation surrounding the glue remnant. Isi made multiple follow-up attempts with the corresponding author to obtain additional information and no response has been received regarding the reported issue.

Manufacturer narrative:
Based on the available information, the cause of the operative complications cannot be determined. Although, the article mentioned that the case was complicated by injury to the ivc during the para-aortic lymph node dissection, the cause of surgical complications and alleged injury remains unknown. Moreover, the author has not responded to requests from isi for additional event information. It was unconfirmed as to whether a da vinci surgical system was involved in the reported event. Furthermore, there was insufficient information provided to determine that an isi product caused or contributed to the post-operative complication referenced in the article. A system and instrument log review could not be performed as there is insufficient product/event information. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: a patient suffered an injury to the ivc and subsequent post-operative inflammation surrounding the glue remnant and that the information was received from a clinical journal article with no other patient or event information provided. In this case, the root cause of the reported incident remains unknown. There is no allegation that a malfunction of a da vinci system, isi instrument, or isi accessory occurred. Should additional information become available, a supplemental MDR will be submitted.